Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No over or under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they allege insulin pump was over delivering. Customer stated that they experienced low blood glucose level and treated with food. Customer stated that they alleges insulin pump was over delivering due to insulin pump gave him multiple boluses. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.